Event description:
Additional follow-up with the patient indicated that the syncope was not related to the device. The patient also stated that the shocking was resolved by turning the device off. The patient mentioned that surgery was "suggested with battery relocated to abdomen," but it is unknown if the mentioned surgery has taken place or is scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting shocked by their device and couldn't turn it off. They noted that they passed out on the tuesday, (B)(6) 2016, prior to the report and their spouse found them flat on their back. They confirmed that they were still feeling shocking while the stimulation was off. They also noted that they couldn't see their hcp until the monday after the report. On 2016-12-06, it was reported by the hcp that the patient had periodic syncopal episodes of unknown etiology. The patient was, previously, worked up by their primary care physician and a neurologist and no source was found, however, it was noted that it was not due to the implanted device. The cause of the passing out and shocking was unknown, but it was reiterated that it was not due to the device. The device was turned off, which resolved the issue, and there were plans to explant and revise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.